Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing occurred with the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The damaged anatomy was stitched by a colorectal surgeon. No additional information was provided.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed holes in the tip cover accessory. The tip cover accessory exhibits localized melting around the holes, indicative of arcing. Holes are oblong shaped, roughly 0.120 x 0.020 and 0.100 x 0.040 and are centered from 0.030 to 0.115 below the combined pellethane/silicone section. Multiple holes indicate multiple arcing events. Position of holes correspond to proximal clevis section below ears where the tip cover is installed on the monopolar curved shears (mcs).